Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) discussed reprogramming options and found that the right ventricular (rv) signal was undersensed, leading into overpacing. Additionally, the patient exhibited palpitations to the point of complaints and office visit for reprogramming. This crt-d remains in service. No adverse patient effects were reported.